Manufacturer narrative:
(B)(4) supplemental MDR - safety mechanism broke (safetyglide). Two photos were provided to our quality team for investigation. They show a needle assembly attached to a syringe, with the needle hub missing the needle. The needle appears to be inserted into a stopper vial. Based on the investigation and analysis of the photos, the symptom reported is confirmed. However, without a physical sample for further examination, a probable root cause could not be determined. Furthermore, a device history record review was completed for provided lot number 4207732. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd needle sftygld 25x5/8 rb safety mechanism broke. The following information was provided by the initial reporter: material#: 305901, batch#: 4207732. It was reported by the customer that needle dislodged from the safety guide mechanism. Verbatim: rcc received a complaint via email. Email(s) attached. Item(s): 305901. Lot(s): 4207732. Date incident occurred: needle dislodged from the safety guide mechanism was the patient impacted? No. If yes, describe: is a sample available? Yes. Customer request? Wants to know if there has been a recall. Customer wants proper working device.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.